Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc identified that this phenomenon was attributed to the exposing the internal metal part of the subject device due to peeling of the solders which fixed on the one of the metal bending parts. Also since it could see the corrosion inside the subject device, the solders which fixed on the one of the metal bending parts might had been loosed by that corrosion. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the internal metal part had been exposed from the bending section of subject device due to the damage of the bending section during the incoming inspection for the repair at the service department of olympus europe se & co. Kg (oekg) . There was no report of patient injury associated with the event.